Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with the heater on a homechoice pro. It was reported that the patient was repeatedly checking the position of the bag on the heater as it becomes hot. It is unknown in which cycle of therapy this occurred, but it was stated that the patient was not connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.